Event description:
The pt underwent therasphere treatment to their liver in 10/00 and received 131 gy. The procedure went well and the pt was discharged to home in stable condition. The pt's second cycle of therasphere consisted of the right lobe infusion of 152 gy in 10/01 and the left lobe infusion of 160 gy in 10/01. Both procedures went well and the pt was discharged to home in stable condition. Biochemical response was appreciated with cea decreasing to 1167.0 ng/ml in november 2001. CT scans from 12/01 and 01/02 showed disease progression in the liver and lungs. The pt was started on another chemotherapy regimen. Pt's disease continued to progress and the pt was placed in hospice in april 2002. The pt expired in 2002. This death is not related to therasphere treatment; it is due to hepatic and extrahepatic disease progression.